Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "off" on 2024-02-01 and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on 2023-12-04. Data for the described event date of 2024-04-08 was reviewed. The last infusion set change before the review date was 2024-04-04 at 7:41pm while the last cartridge change was 2024-04-07 at 2:04pm. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the device logs and the ilet report show the user experienced several brief periods of mild hypoglycemia (< 75 mg/dl) between 5:17 pm and 7:47 pm on 2024-04-08. There is one cgm value below range at 7:28 pm (47 mg/dl). No evidence of ilet malfunction were found in the engineering logs. The device appropriately triggered low glucose alerts when the cgm sensor was not suffering from errors. The ilet was not seen making basal requests for insulin delivery throughout the low event (cgm glucose below 75mg/dl) and did not resume requests until after cgm glucose was at least 80mg/dl and not decreasing. The user also received alert 117 at 6:32 pm and 7:32 pm for a "brief sensor issue" and alert 115 "cgm sensor expiring in 2 hours" at 9:02 pm before the sensor was ultimately replaced early the next morning. That cgm sensor had been placed on 2024-03-29. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report and device logs, the ilet operated as intended by alerting the user and suspending insulin in response to low cgm glucose readings. Having the device volume set to "off" contributed to the user's ability to respond to the low glucose alerts, which likely worsened the severity of the event. Another contributing factor is the dexcom g7 cgm was potentially inaccurate due to nearing its expiration, as the glucose values shown by the cgm do not correlate with the symptoms the user experienced or the fingerstick bg obtained by ems.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was notified by a healthcare provider (hcp) that an ilet user experienced a low blood glucose (bg) event that led to a car accident. The event occurred on 04/08/2024. The hcp and user reported the user was at work on monday (B)(6) 2024 and left work at 5pm. The user was on the phone with their daughter but does not remember anything else until he woke up in the back of the ambulance. The next day, (B)(6) 2024, the user returned to work and coworkers stated they were talking to the user when they were leaving work, but the user would not respond to them. The user was not on phone with the daughter when the accident occurred. The user was found by the paramedic still inside their car, unconscious, and off the road. The user's reported bg was 31 mg/dl. The paramedics gave the user "liquid glucose." When the user woke up, they had an IV in their arm and their bg was 91 mg/dl. At this time the user declined to go to the ER and asked to leave the scene. The user drove themselves home. The user reported they did not get any alarms from the ilet, so they did not treat their low bg prior to this event. The user also reported they felt tingly and were shaking. The cds followed-up with the user on (B)(6) 2024. The cds reviewed the user's ilet report and saw they are often not announcing meals and were using the "higher" cgm target out of fear of lows. The cds spent some time reviewing the important behaviors of announcing for carbs consumed, not over-treating lows, and not pre-treating lows. The user's target was changed to "lower" as well and the user was re-educated on how the cgm target should be used.